Event description:
As the surgeon fired the endo-stitch somehow the surgidac needle split into two pieces. Half was recovered and the other half was not. Surgeon notified and felt it would not cause harm to the patient. Surgeon felt needle may have broken when endo-stitch came in contact with retractor.